Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardial effusion was confirmed by soundstar. Pericardiocentesis was performed to remove about 250 cc of venous blood. Procedure could not be continued as it was impossible to perform the drawing. Effusion disappeared, and the patient¿s blood pressure was measured multiple times to confirm it has returned to its normal parameter. The patient left the ep lab with consciousness and was reported in stable condition. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. In the latter half of the procedure, the pace map was performed about 20 times, and the patient¿s blood pressure dropped. Pericardial effusion was confirmed by soundstar. Pericardiocentesis was performed to remove about 250 cc of venous blood. Procedure could not be continued as it was impossible to perform the drawing. Effusion disappeared, and the patient¿s blood pressure was measured multiple times to confirm it has returned to its normal parameter. The patient left the ep lab with consciousness and was reported in stable condition. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. Physician commented the contact force (cf) was not very high; however, increased transiently during the case and that the patient often experienced coughing during the case which might have contributed to the causality of the event. The patient required extended hospitalization for follow-up. There was no evidence of steam pop during the ablation or any other product malfunction.